Manufacturer narrative:
Product complaint # (B)(4). Corrected information: b1, h1 - additional information was received and it was reported that this event no longer meets reportable criteria. Therefore, this medwatch report is being voided.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. ¿ what was the name of the procedure? ¿ what is the lot number? ¿ when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify ¿ please clarify, were all the involved sutures identified under the same patient procedure? If no, please clarify what is total number of patient events? ¿ did the needle fall into the patient? If yes, was the needle piece removed from the patient during the same procedure? ¿ what was used to complete the procedure? ¿ please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. ¿ please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) the manufacturing records could not be reviewed as the batch/lot number is unknown. "D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, needle is detaching without any force from the thread. No adverse patient consequences were reported. Additional information was requested.